Event description:
Related manufacturer reference number: 2017865-2023-13487. It was reported that a patient presented with extracardiac stimulation noted on both the right atrial and right ventricular leads, resulting in patient discomfort. The issue persisted despite surgical intervention performed to address the issue. No further intervention or adverse patient consequences were reported.